Event description:
It was reported that during vns surgery, the generator was attached to the lead, but high impedance was obtained, so the surgeon tried to re-insert the lead pin. When she tried to remove the lead pin from the generator, it would not come out. The surgeon then unscrewed the set screw some more and attempted to remove the pin with the same results. The setscrew was completely removed and the pin still would not come out. Eventually, the surgeon removed the lead, but the pin remained in the generator. Different products were then implanted. Products were returned to the manufacturer, but analysis is pending.